Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. Did the broken blade tip fall into the patient? Was the broken blade tip retrieved from the patient? Did this cause a change in the plan of care for the patient? Is the broken blade tip being returned with the device? Or, was the broken blade tip discarded? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It has been reported by the customer that during an unknown procedure the blade tip broke off. Another like device was used to finish the procedure. No patient consequence reported.